Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot number is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot number was not provided. Expiration date is unknown as lot number was not provided. Manufacture date is unknown as lot number was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020. During the laser procedure suction was lost on the left eye. The surgeon did a second pass. A small tag of stroma was noted on back of flap noted when lifting. Ablation was performed as stromal bed appeared normal. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient commented that their vision was good and there was no apparent impact on night of surgery. This report is for the intralase patient interface. A separate report will be submitted for the ifs femtosecond laser system.